Event description:
It was reported that two (2) patients sustained superficial burns to the face, neck and bikini area and one (1) patient sustained transient hypopigmented spots to the legs and chest following hair removal treatment with the lumenis lightsheer et laser. It was further reported that the patients had fully recovered with no medical intervention required to preclude permanent impairment.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was observed or reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the probable root cause to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling.